Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-01369. Additional information received indicated the ipg reached end of life. Surgical intervention occurred wherein the ipg was explanted and replaced addressing the issue. Patient's lead also had high impedances which was replaced, addressing the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans; UDI: (B)(4) serial: (B)(6) batch: a000090587. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.